Event description:
The customer reported that during a cystoscopy procedure, the handpiece connected to the generator came apart after about 30 mins of use. A small piece of metal from the handpiece fell into the pt cavity but was retrieved. Another device was used to complete the procedure and an add'l incision was required. There was no residual pt injury or ill-effect. Tissue loss was not greater than 1 inch. The surgical time was reportedly extended by approx 45 mins. The handpiece in use was a non-covidien device and was reportedly discarded by the site. It is unk if gas was in use during this procedure. The pt's current states is reported as recovered.

Manufacturer narrative:
(B)(4). To date the incident generator has not been rec'd for eval. If the unit is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.